Manufacturer narrative:
Investigation summary: quality control specialists tested retained kit-specific reagents from the same lot. No performance issues were found in house. All results were found to meet specifications. Root cause: can not duplicate with retain testing; unable to determine. Source: email.

Event description:
Customer reporting a false positive sars result where the software is calling the sample positive when there is no amplification present (high background/baseline noise above threshold). Multiple attempts were made to gather more information from the customer without success.